Manufacturer narrative:
Other text: additional information: h6 (patient code). Additional information received by smiths medical via email on (B)(6) 2021 that there was no patient involved.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 1260. No adverse effects were reported.